Event description:
It was reported to boston scientific that an x-tack was used in the stomach for treatment of a gastric ulcer in the incisura during an esophagogastroduodenoscopy (egd) with closure procedure on (B)(6) 2025. During the procedure, the endoscope was passed into the stomach to close a gastric ulcer in the stomach incisura. Four helix tacks were placed. When the physician pulled the suture to approximate the defect, the suture was caught in the system and could not be pulled to approximate the defect. The suture was cut and removed. The procedure was completed with another x-tack. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a0406 captures the reportable event of suture tangled.